Event description:
Patient presented to the physician with wound dehiscence at the chest incision site after weight lifting. Physician brought the patient into the or, removed the ipg, flushed the pocket with antibiotic solutions, created a deeper pocket, placed the ipg, re-anchored, and closed. Physician prescribed antibiotics after the procedure was completed.